Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically repositioned due to dislodgement. This issue was found the day after original implanting was performed as lead exhibited loss of capture. This was confirmed with chest x-ray imaging. No additional adverse patient effects were reported.